Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the implantable cardiac monitor (icm) exhibited undersensing of pvcs due to low pvcs signal amplitude. The programming changes were made. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the implantable cardiac monitor (icm) exhibited undersensing of pvcs due to low pvcs signal amplitude. The programming changes were made. The patient status was unknown.